Manufacturer narrative:
Sanofi company comment dated 19-nov-2015: this case concerns a patient who received synvisc one injection and legs swelled and became misshapen, the patient was unable to bend both knees and unable to walk for a few days and then only with a walker without bending knees; the patient fell 3 times when knee gave out and also experienced hip bursitis, knee pain, stiffness, became very lethargic, shoulder pain, neck pain, ankle pain. As per the information, the causal role of product with the occurrence of events cannot be denied. However, lack of information regarding the patient's medical history and risk factors precludes the complete medical case assessment.

Event description:
Hip bursitis; unable to walk for a few days and then only with a walker without bending knees. Legs swelled and became misshapen. Knee pain. Stiffness. Fell 3 times when knee, "gave out". Became very lethargic. Fell 3 times when knee "gave out"; joint disorder nos. Shoulder pain. Unable to bend both knees; joint range of motion decreased]. Neck pain; ankle pain. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited device case from united states was received on 10-nov-2015 via health authority: USA-FDA (food and drug administration) from a nurse. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and legs swelled and became misshapen, the patient was unable to bend both knees, unable to walk for a few days and then only with a walker without bending knees; the patient fell 3 times when knee "gave out", hip bursitis, knee pain, stiffness, became very lethargic, shoulder pain, neck pain, ankle pain. The patient's concomitant medications included lisinopril and pantoprazole sodium (protonix). No past drugs, medical history and concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiration date: not provided) into both knees for arthritis. On 09-jun-2015, after unknown latency, patient became very lethargic, legs swelled and became misshapen. The patient experienced knee pain and the pain spread to other joints; the patient further experienced hip bursitis, ankle pain, shoulder pain and neck pain. The patient was unable to bend knees or walk for a few days and then only with a walker without bending knees and also fell 3 times when knee "gave out". Corrective treatment: cortisone in both knees twice and methylprednisolone for knee pain; cortisone into bilateral hip bursa for hip bursitis; cortisone and methylprednisolone pack for legs swelled and became misshapen and stiffness; walker for unable to walk for a few days and then only with a walker without bending knees; not reported for other events. Outcome: not recovered for knee pain and stiffness; recovering for unable to walk for a few days and then only with a walker without bending knees; unknown for legs swelled and became misshapen, the patient was unable to bend both knees; the patient fell 3 times when knee gave out, hip bursitis, became very lethargic, shoulder pain, neck pain, ankle pain. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for unable to walk for a few days and then only with a walker without bending knees; required intervention for hip bursitis, legs swelled and became misshapen, knee pain, stiffness. Pharmaco-vigilance comment: sanofi company comment dated 19-nov-2015: this case concerns a patient who received synvisc one injection and legs swelled and became misshapen, the patient was unable to bend both knees and unable to walk for a few days and then only with a walker without bending knees; the patient fell 3 times when knee gave out and also experienced hip bursitis, knee pain, stiffness, became very lethargic, shoulder pain, neck pain, ankle pain. As per the information, the causal role of product with the occurrence of events cannot be denied. However, lack of information regarding the patient's medical history and risk factors precludes the complete medical case assessment.